Event description:
The hcp reported the patient was experiencing increased pain. The hcp indicated the patient's pump had been flipping in their device pocket causing their catheter to kink. The hcp indicated that it was "unknown if the event was due to suture loops breaking". The hcp performed surgery to resecure the patient's pump and to fix the catheter. The patient recovered without sequela. The drugs contained in the patient's pump were hydromorphone (0.1 mg/ml), bupivacaine (20.0 mg/ml), and baclofen (50.0 mcg/ml) delivering 0.03398 mg/day. Additional information has been requested, but was not available at the time of this report. See manufacturer's report#: 6000030200702596.